Manufacturer narrative:
B5 describe event or problem: updated with additional information.

Event description:
It was reported that the coil got separated. The stenosed target lesion was located in the moderately tortuous vessel. A 2mm x 4cm idc embolics was selected for use. During the procedure, an attempt was made to retract the coil into the outer sheath, but it could not be withdrawn, leading to the coil becoming detached. The device was removed from the patient and the procedure was completed with another of the same device there were no patient complications reported. It was further reported that the coil detached from the locking arm when retracting.

Event description:
It was reported that the coil got separated. The stenosed target lesion was located in the moderately tortuous vessel. A 2mm x 4cm idc embolics was selected for use. During the procedure, an attempt was made to retract the coil into the outer sheath, but it could not be withdrawn, leading to the coil becoming detached. The device was removed from the patient and the procedure was completed with another of the same device there were no patient complications reported.